Event description:
Multiple treatments for tattoo removal were performed by unlicensed personnel without physician supervision. First treatment resulted in slight blisters on the treatment are. One week later the second treatment was performed in the same area. More blisters developed in the treatment area. The patient subsequently developed cellulitis within the area. Healing was anticipated with residual scarring probable.

Manufacturer narrative:
Treatments were performed by unlicensed personnel. It appears that the treatments were performed too close in succession with aggressive settings. Device has been evaluated and is functioning as intended.